Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the intensive care unit (ICU) on 8/31/2024 with a blood glucose (bg) level displayed as "low" on the continuous glucose monitor (cgm); cause was not known. Customer was discharged from the ICU on 9/1/2024. The customer declined to provide further information on the event.